Event description:
Procedure: low colon resection. According to the reporter: when the stapler was fired the anvil bent. Therefore, the staples could not be formed correctly. Then, another dlu was used which and the same result occurred. The surgeon used another dlu in order to finish with the surgery. In the part where the staples were not formed, there was bleeding so manual sutures were necessary. This problem delayed the surgery about 30 min.

Manufacturer narrative:
.